Manufacturer narrative:
Stent failed/unable to open properly.

Event description:
It was reported during procedure, the proximal stent tines did not open properly during deployment of the stent in the internal carotid artery (ica). The pt is reported to be fine and the physician will be bringing the pt back to try and open the tines. No further info has been disclosed.